Manufacturer narrative:
A siemens field service engineer(fse) was not dispatched to the customer site and the customer lab manager reported that the advia centaur color coding system was visible on the acid/ base drawer. The customer reported that they removed the acid bottle from the wash 1 position. The customer then reported to have emptied the wash 1 reservoir and primed a full bottle of wash 1 through the wash 1 line. The customer reported to have recalibrated the assays that were calibrated during the time the acid bottle was in the wash 1 position and performed qc, which was reported with in acceptable range. This incident was caused by user error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported that they had accidentally placed the acid bottle in the system wash 1 bottle location. Discordant advia centaur troponin-I (tni) results were obtained on patient samples. The results were reported to the health care providers. The samples were retested and the corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant tni results.